Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain 2-3 times a month') in a 45-year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2014, pregnancy in 2011 and diabetes in pregnancy. Family history included breast cancer female, prostate cancer, thyroid cancer and thyroid disorder. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and abdominal distension ("permanent abdominal bloating"). The patient was treated with surgery (esure removal by laparoscopy with deep right cornuectomy] on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, asthenia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia and pelvic pain with essure. The reporter commented: essure removal was performed at the patient request. Pelvic pain was treated with analgesics. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain 2-3 times a month') in a (B)(6) year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2014, pregnancy in 2011 and diabetes in pregnancy. Family history included breast cancer female, prostate cancer, thyroid cancer and thyroid disorder. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and abdominal distension ("permanent abdominal bloating"). The patient was treated with surgery (esure removal by laparoscopy with deep right coronectomy] on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, asthenia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia and pelvic pain with essure. The reporter commented: essure removal was performed at the patient request. Pelvic pain was treated with analgesics. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain 2-3 times a month') in a 45-year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in 2014, pregnancy in 2011 and diabetes in pregnancy. Family history included breast cancer female, prostate cancer, thyroid cancer and thyroid disorder. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and abdominal distension ("permanent abdominal bloating"). The patient was treated with surgery (esure removal by laparoscopy with deep right cornuectomy] on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, asthenia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia and pelvic pain with essure. The reporter commented: essure removal was performed at the patient request. Pelvic pain was treated with analgesics. Batch no d40627 production date 2014-12-15 expiration date 2017-12-28. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ('pelvic pain (B)(6) times a month'). In a 45-year-old female patient who had essure (batch no. D40627), inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: type 2 diabetes mellitus in 2014, pregnancy in 2011 and diabetes in pregnancy. Family history included: breast cancer female, prostate cancer, thyroid cancer and thyroid disorder. On 2016, the patient had essure inserted. On 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and abdominal distension ("permanent abdominal bloating"). The patient was treated with surgery (esure removal by laparoscopy with deep right cornuectomy] on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, asthenia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia and pelvic pain with essure. The reporter commented: essure removal was performed at the patient request. Pelvic pain was treated with analgesics. Batch no: d40627, production date: 2014-12-15, expiration date: 2017-12-28. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.